Manufacturer narrative:
(B)(4). Concomitant medical product(s): 00-5964-017-52 63439144 nexgen, femoral component; 00-5964-42-12 63313487 nexgen, articular surface; 00-5988-012-15 63240780 nexgen straight stem extension 15 x 75 mm; 00112114001 16ga18720 hi-fatigue bone cement. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the hospital will not allow. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient that the patient was revised due to implant fracture approximately 2 years post implantation. The patient started experiencing severe pain in his knee and was unable to walk. No additional patient consequences were reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D4: UDI # (B)(4). This complaint is confirmed. No product was returned; visual and dimensional evaluations could not be performed. Photographs provided confirms that the tibial tray is fractured. The bearing shows damage consistent with contact with the fractured tibial component. Review of the device history record identified no deviations or anomalies during manufacturing. X-ray review by mmi confirms fracture of the tibial implant with subsidence of the fractured medial tray. Bone quality was found to be osteopenic with marked cortical bone thinning. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.